Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a pain stim implantable pulse generator (ipg) was not working and had not been charged in over four years. Additional information was received, it was reported the cause of the event was unknown. The patient stated they tried to jump it 3 times for 3 hours without success. The patient had a ins replacement on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient about the disposition of their ins. They state it was removed and replaced two weeks ago however, they do not know what was done with their old ins post explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep states that she is meeting with the patient who is having trouble with their controller, however rep states this is likely due to user error. Reviewed how to disable and enable the controller, as well as how to access tech mode and re-pair the controller, if needed. Additional information was received from a manufacturer representative (rep). The rep reported that a jumpstart was tried on the stimulator. It was unsuccessful. Patient had replacement surgery. At the patients 4 wk post op it is written that pt was getting 90% relief. Issue has been resolved.